Manufacturer narrative:
The service repair technician was also not able to duplicate the reported issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review on october 04, 2016: the gas supply line consisted of the electronic patient gas system (epgs) outlet tubing being directed to a vaporizer and then the gas was directed to a mechanical gas flowmeter and then to the oxygenator. According to the perfusionist (ccp), about five minutes into cardiopulmonary bypass (cpb), an arterial blood gas (abg) was drawn and the partial pressure of carbon dioxide (paco2) was elevated (60 mmhg). Perfusionist raised the gas flow with epgs and on repeat abg sampling, the paco2 was even higher. In review of the data logs, there is an indication the gas flow was increased from 5.56 l/min to about 9 liters per minute (l/min) at 7.58 am. The logs then show the epgs was set to 10 l/min about 7:59 am. The vaporizer was set to about 1 % forane during this incident. In spite of the epgs measured gas flow on the central control monitor (ccm) being 10.0 l/min, the mechanical gas flowmeter indicated a gas flow of 5.0 l/min. The ccp stated the vaporizer function and gas line pathway was inspected and no issues could be determined. There were no issues with oxygenation (pao2 was adequate). As the paco2 continued to rise (81mmhg), the ccp elected to switch over to a stand-alone gas blender and she continued to use the vaporizer with the gas blender. According to the ccp, the paco2 started to drop immediately after the switch over and she used the gas blender for the remainder of cpb. Field service representative (fsr) visited the hospital and found the epgs worked per specification and data logs were collected. On log analysis, no error codes or issues were observed during this procedure. As a precaution, a new epgs was installed in the base and the epgs module, with the issue, was sent back to the manufacturer for testing. Internal lab testing found the epgs functioned to specification at all gas flows (including 10.0 l/min). The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). Per the field service representative (fsr) observation, the epgs output was directly connected to a datex tec7 forane vaporizer, which was set to 1% during this procedure. Vaporizer output connected to external gas flow meter, and from there goes to oxygenator. The fsr tested the unit and was unable to duplicate the reported problem. He downloaded the system logs and sent them to the manufacturer for further evaluation. He calibrated the fraction of inspired oxygen (fio2) display, ran unit at various fio2 settings and various gas flow rates - set flows and external gas flowmeter readings within the manufacturer specifications. The fsr adjusted datex anesthetic vaporizer at various settings-external gas flow meter reading drops momentarily when first turned on but immediately increases back to set flow rate. He replaced the epgs and verified performance and safety of the new epgs. The unit operated to manufacturer specifications and was returned to clinical use. During laboratory evaluation the reported complaint was not duplicated. An external flow meter and the ccm display registered an air flow of 10 l/min when the electronic patient gas system (epgs) was set to 10 l/min. The epgs was connected to a system one simulator and ccm, the product surveillance technician (pst) attached oxygen (o2) and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After the 15 minute warm up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.70 volts, within the specification of 0.55-2.758 volts. After calibration, the pst set the air flow to 10 l/min and the output as measured on an external flow meter was 10.01 l/min and the flow shown on the ccm was >10. Per data log analysis there is no indication of a problem.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) gas flow was set to 10 liter/minute (l/min) on the central control monitor (ccm), but the external gas flow meter showed a flow of only 5 l/min. The perfusionist (ccp) was unable to increase the flow any higher. The device was changed out with an external blender. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.